Event description:
The event is reported as: the doctor opened the package prior to patient use and noticed difficulty to deflate the cuff. No patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.